Event description:
It was reported that device embolization and bradycardia occurred. A left atrial appendage (laa) closure procedure was being performed on a patient with known paroxysmal atrial fibrillation. Prior to the procedure, the patients fluid volume was adequate. During the transeptal puncture, it was noted that patient developed a mobitz type 1 heart block with no long pauses. The 27mm watchman flx closure device met the release criteria. No leak was assessed on transesophageal echocardiogram(tee) prior to release and contrast showed through the device to posterior mitral aspect. Two partial recaptures were performed to place the watchman flx implant more distal and elongate the device. After watchman flx implant release, post release echocardiogram showed slight tilt to mitral ridge and the watchman flx implant was caught under the mitral ridge. The watchman flx implant was at the ostium of the left atrial appendage. The tug test was sufficient, compression was 20-23%, and no jet was noted on echocardiogram. The position, compression, seal and anchor criteria (pass) were met. Post-op the patient was resting comfortably on the cart, then ten minutes later the patient was coughing violently on waking up, and was transported to post recovery. The patient started to experience dizziness then rapidly progressed to agonal breathing and unresponsive the patient then developed severe bradycardia and a pulse was not felt. Chest compressions were performed for roughly one minute, and the patient underwent transthoracic echocardiogram (tte) which showed the watchman flx implant had dislodged and had moved into the left ventricle going toward the atrial valve(av) and aorta. The patient was placed on cardiopulmonary bypass. Percutaneous snare was performed to get the watchman flx implant to the sheath tip, followed by open heart surgery. Surgical cut down of the femoral artery was performed and a non-boston scientific wire was inserted. The watchman flx implant was retrieved from the descending aorta. The patient then underwent an atrial appendage ligation. The next day the patient returned to surgery for a washout of his chest wound for clots. The patient needed multiple blood transfusions and is still in critical condition. The patient is still admitted to the hospital as a urinary tract infection extended the discharge day. Medwatch report number: (B)(4).